Event description:
It was reported the physician implanted a gore helex septal occluder. One week post implant, the pt developed s systemic infection. The source of the infection could not be determined. As a result, the pt's central venous access catheter, intravenous lines, and the helex device were removed. The helex device tested negative for infection.

Manufacturer narrative:
The device was retained by the hosp but will not be released; therefore, an engineering analysis cannot be performed. A review of the mfg records is being conducted.